Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the ucor hfams patch. The irritation was described as blisters, red, raised, stinging, and itchy. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to return the equipment. Follow up indicated that the patient's skin irritation improved.